Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/18/2019. The manufacturer's field service engineer confirmed the reported problem as a faulty fraction of inspired o2 (fio2) sensor. The manufacturer's field service engineer removed the faulty fio2 sensor. However, the customer did not approve the replacement of the fio2 sensor, so the device was returned to functionality and passed performance verification testing, but without fio2 sensing.

Event description:
The customer reported a ventilator with a low oxygen alarm. This event was reported to have occurred during clinical use - there was no allegation of harm associated with this report.